Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was unknown. The device was not dropped nor exposed to moisture. Customer's mother was advised to revert to back up plan and the device need to be replaced. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.